Event description:
Reportedly, during testing, it was found that the touch screen was unresponsive. Upon replacing the lcd display assembly, the issue was resolved. There was no pt involvement reported.